Event description:
It was reported that a malfunction alarm with code "malf 9" occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information, assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to report any future issues if they occur.